Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report if any issue arises again.